Event description:
It was reported that, "feels pain in his knee all the time and he wants stryker to give him money for the next 3 years he has left until he dies."

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient and was not returned to the manufacturer. Additional follow-up information regarding this per may be obtained by (B)(4). Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.